Event description:
After storage, very small crack was noticed in the middle of the bag. The bag was filled with 100ml volume and stored in metal cassettes in liquid nitrogen. The product was not infused, patient engrafted after transplantation.